Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Manufacturer narrative:
The complaint was not reported by a trained healthcare professional. Without information regarding the surgical procedure and x-rays it is extremely difficult to determine what parts may have been involved in this issue. Also, without any relevant patient information (patient compliance, activity level, health status, allergies, etc.) It is impossible to determine if there may have been other contributing issues. Therefore, a definitive root casus cannot be determined because the devices were not returned to the manufacturer for investigation and the information provided is very limited. This is the final report submitted regarding this surgical event and medical device.

Event description:
When the device was removed, my ankle was fused using a tornier brace device. Three of the screws began to back out causing pain and the device needing to be removed. Unknown which three screws were backing out. Stabilis device and screws were removed.